Event description:
Two secure straps were used in this case. Both were reported seen bending while in use in the surgery.what was the original intended procedure?right inguinal hernia repair.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.